Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found the stent implant was stationary on the tightly folded balloon between the markers. There were bent struts on the first row at the proximal end of the stent implant. The soft tip was bunched distal to the clear gap for a length of 1 mm. Since this damage was not reported in the incident information, the stent damage and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The hypotube and jacket were separated 16cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation. The jacket material was stretched at the separation. There were multiple other kinks noted to the stent delivery system. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It was reported the patient anatomy was moderately tortuous and heavily calcified which likely contributed to the reported difficulties. The shaft likely kinked during advancement in the calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. A sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. All lot release testing met manufacturing criteria. There is no lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance heavyweight. Guide cath: ebu 3.5 (6f). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was felt during advancement of the xience v and the stent was unable to cross the target lesion in the moderately tortuous and heavily calcified proximal to mid left circumflex artery. The lesion had been pre-dilated with a 1.5 x 12 mm voyager and a 2.0 x 12 mm non-abbott balloon. During manipulation of the xience v stent delivery system (sds), attempting to cross the lesion, the shaft broke outside of the patient body and the entire sds was removed from the patient. Another xience v stent was used to complete the procedure. There were no adverse patient effects. Though requested, there was no additional information provided.